Event description:
A report was received that the patient had an infection at her midline incision site. The patient's symptoms were redness and the site was not healing properly. The physician believed that the infection was procedure related. The patient was given antibiotics and was observed for any improvement.

Event description:
A report was received that the patient had an infection at her midline incision site. The patient's symptoms were redness and the site was not healing properly. The physician believed that the infection was procedure related. The patient was given antibiotics and was observed for any improvement.

Manufacturer narrative:
Additional information was received that the patient's infection had been cleared.